Manufacturer narrative:
Device evaluated by manufacturer: no, lens remains implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+2.5/083 diopter, in the patient's left eye (os) on (B)(6) 2015. The reporter indicated the lens rotated and had a refractive surprise. The lens was repositioned and remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: the lens also had refractive change overtime. The lens was explanted on (B)(6) 2016 and was exchanged for a longer lens, same model and similar diopter. The patient is doing fine. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and foreign material (particulates) on lens surface. (B)(4). The dates on the initial were incorrectly reported as (B)(6) 2016. The correct date is (B)(6) 2016. (B)(4).